Manufacturer narrative:
It was reported that during patient treatment, the ventilator alarmed for high peak inspiratory pressure. Our technical support evaluated the device logs and it was not possible to find anything that points to a ventilator issue. No parts have been replaced the customer wanted to verify if the ventilator was faulty or not. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alarmed for high peak inspiratory pressure. There was no patient harm. Manufacturer ref. #: (B)(4).